Manufacturer narrative:
The reported events of loss of capture was not confirmed. A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture was noted on the left ventricular (lv) lead post implant. The lead was explanted and replaced. The patient was stable.